Manufacturer narrative:
A company clinical analyst reviewed this case and stated the following: ¿the customer reported the equipment was¿ not injecting the oil¿ and had a reduction in ¿pneumatics.¿ the patient received retro bulbar anesthesia, and the procedure was completed manually. This is a (B)(6) year old, male patient. The ocular and medical history is unknown at this time. The customer confirmed the patient presented a serious infection in the eye post-operative eye and has been hospitalized as a result. Additional, related information was requested but was not obtained. The equipment did not display any system message (sm) message. The customer also indicated that the directions for use (dfu) were followed. However, later reports from the company representative confirmed the customer was incorrect. During an onsite visit, it was discovered that remains of silicone oil were found in the viscous fluid control (vfc) of the system. Having this happen indicates incorrect use of the equipment. The company representative has communicated appropriate use of the system to facility staff. The operator¿s manual provides documentation on this kind of event. The manual states: ¿viscous fluid control (vfc) mode vfc (viscous fluid control) mode provides pressure at the front panel vfc connector for fluid injection (i.e., silicone oil), or vacuum for extraction, through the vfc tubing set to a syringe. Using vacuum, the vfc mode also provides a means of extruding fluid through the vfc syringe. Always use company-supplied viscous fluid control kits and follow all directions for use. Do not use vfc without the plunger/stopper supplied with the kit. Do not aspirate fluids directly into the console; this will cause damage to the console, increase risk of electrical shock, and void all warranties. Additionally, the manual indicates: the system is designed to operate using clean filtered air or n2 with different levels of source pressure. The system operates automatically with pressures of 58 (4 bar) to 120 psi (8.3 bar). Notes: between 4 bar and 5 bar, vacuum performance is reduced. Between 4 bar and 5.5 bar, vfc inject performance is reduced. There is no indication that the system caused or contributed to the reported event, as the user misused the system.¿ the system was examined and the reported event was confirmed. The company representative found silicone oil residue in the pneumatics module. The module was replaced as a preventive measure. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on may 18, 2015. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the root cause of the reported ¿postoperative infection¿ was not able to be determined conclusively. The root cause of the reported event of vfc issues can be attributed to usage error, as the customer did not follow the dfu. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that during a procedure, the system was not injecting the oil. The oil was manually injected. The case was completed without patient harm. Additional information was received from the customer reporting that the patient developed a serious eye infection following the procedure and was hospitalized. Additional information has been requested.

Manufacturer narrative:
A pneumatics module was received for evaluation. A visual assessment of the returned sample revealed white residue, evidence of dried balanced salt solution (bss) ingress, and silicone oil ingress around the valves. The root cause of the reported event of vfc issues can be attributed to usage error, as the customer did not follow the dfu. (B)(4).